Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 02/10/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, apollo has not received the device nor any further device information. Without the device or device serial, the taper type cannot be determined. If returned, visual examination may determine the connecter type associated with this event. This event was reported by the patient. Further information regarding the event has been requested of the patient's physician. To date apollo has been unable to confirm the events with the patient's physician. Device labeling addresses possible outcomes of leak(s) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient went to their physician for a fill of their lap-band system due to experiencing no restriction. Fluoroscopy fill showed the lap-band "did not hold any of the saline, but disbursed into the tissue." Patient stated they were undergoing testing "to determine if injury was done due to the lap-band." Follow-up confirmed the patient had the lap-band system removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 05/12/2016 device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted dark brown particles on the outer surface of the lap-band. Yellow liquid was noted in the inner surface of the shell. Some wear/abrasion was noted on the outer surface of the shell. The tubing and access port housing were observed to be discolored, and were brown in appearance. Non-penetrating nicks were noted on the port housing. An air leak test was performed, and leakage was noted from the taper tubing. Under microscopic analysis, two smooth openings were noted on the taper tubing, consistent with wear and tear of the device. The port tubing and buckle were broken with striations consistent with surgical end cut and removal of the device.